Manufacturer narrative:
Updated information: d9 device return date added.

Event description:
The complainant reported that an 82 year old man underwent hrpci with impella cp support. Minor bleeding noted from original insertion sheath which was treated by sheath replacement. Case completed and pump explanted without incident.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.